Manufacturer narrative:
Correction to device manufacture date and complaint history data: a 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 01may2022 through the aware date of 01jun2023. There were a total of three (3) similar complaints identified during the search period which includes this event.

Event description:
A customer reported 2300 sample loader step feed failure on the aia-900 analyzer. The customer rebooted the analyzer and verified the rack at start position, the rack moved, then moved slightly to sampling area and error persisted. The customer also cleaned the sampling area but the error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log and attempting to run a sample rack and it failed. Fse checked the position of the sensor flag for the x1 axis and found the flag was out of alignment. Fse realigned the x1 axis home sensor flag and ran a sample rack rotation test with no errors. Fse validated the analyzer by running quality control (qc) with results in acceptable range. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2300] s.loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause was due to misalignment of the x1 home sensor flag.